Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided by the affiliate. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no reported difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use, during, or after use. The access site was located at a shunt vessel. The device was being used for treatment of in-stent restenosis (wall stent / boston scientific). The same inflation device was used successfully with the other devices. There was no difficulty encountered advancing the guide wire and device to the target lesion. Force was not required when using the device. The device was easily removed in one piece from the patient. The patient did not experience any complications as a result of the failure with the device. The procedure was completed with a new balloon. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the left brachial veins, it was reported that a 8mm x 2cm 80cm powerflex pta pro balloon catheter (bc) ruptured at 4 atm (four atmospheres) at its second dilatation. Therefore, the powerflex pro was removed from the patient and another new balloon was used to finish the procedure successfully. There was no patient injury reported. The patient was a female but her age was unknown. The lesion was not calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, the powerflex pro was delivered and an 8 (eight) atm initial dilatation was delivered. However, the balloon ruptured at 4 atm during its second-dilatation. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no reported difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use, during, or after use. The access site was located at a shunt vessel. The device was being used for treatment of in-stent restenosis. The same inflation device was used successfully with the other devices. There was no difficulty encountered advancing the guide wire and device to the target lesion. Force was not required when using the device. The device was easily removed in one piece from the patient. The patient did not experience any complications as a result of the failure with the device. The procedure was completed with a new balloon. The product was not returned for analysis. A device history record (DHR) review of lot 17177305 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported balloon-burst at/below rbp (peripheral) could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). (B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of the left brachial veins, it was reported that a 8mmx2cm 80 powerflex pta balloon ruptured at 4 atmospheres (atm) at its second dilatation. Therefore, the powerflex pro was removed from the patient and another new balloon was used to finish the procedure successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The patient was a female but her age was unknown. The lesion was not calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire (35 radifocus, terumo) , the powerflex pro was delivered as 8 atm initial-dilatation. However, the balloon ruptured at 4 atm during its second-dilatation.